Event description:
It was reported that on 8/22/96, a pt was having difficulty with the pump. On 8/23/96, facility followed up with a call to the pt. It was noted that the pt was unresponsive and that the pump tubing was leaking. The pump was removed from the pt on 8/23/96. The pharmacist from facility tried programming the pump in order to determine the problem. After programming the pump and placing it in the "pause" mode, the pharmacist noted that the pump began to infuse at an erratic rate. This could have resulted in a serious injury to the pt.